Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 08-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump. It was reported the patient was in for a spinal fusion procedure and the surgeon nicked the catheter. Priming of the new catheter segment was discussed as the distal section of the catheter was clear of drug. The troubleshooting steps that were taken on the call resolved the issue. No symptoms or patient complications were reported.